Manufacturer narrative:
Device powered up with a frozen medtronic logo screen due to some problem with the electronics. It was unable to get beyond this screen and boot up normally. Upon further inspection of the unit's interior, there were no signs of previous moisture presence on the electronic assembly. After swapping the boards into another case and then swapping a known good electrical board 2 onto electrical board 1, the unit was still unable to boot up normally. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the unit's inability to boot up properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was 100 mg/dl. Customer stated that the display did not return. Troubleshooting was performed for blank display. Customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.